Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. Account specified that the lens had a defective haptic, which was noticed during lens preparation. There was no patient contact with the device. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 19-feb-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the handpiece was received with the plunger rod fully retracted. The lens was stuck in the cartridge tip; the lead haptic was unfolded as expected for lens delivery. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge; the cartridge tip was cracked and the cartridge was damaged. Viscoelastic residue was observed on the lens module lid. No issues were identified with the device assembly, lens module, plunger rod, or plunger rod advancement. The lens could not be removed from the cartridge tip for evaluation. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.